Manufacturer narrative:
There have been similar complaints in which we noticed that the customer had not connected the potential equalization (poag) connector.

Event description:
During turp surgery screen 1 turned off/blacked out. Surgeon unable to see - had to pause surgery while waiting for screen 2 to be placed in position before continuing. Nursing team turned screen 1 on and off to reset, screen 1 went back to image. Screen 2 also turned off/went black so screen 1 repositioned for surgeon again to use.

Manufacturer narrative:
There have been similar complaints in which we noticed that the customer had not connected the potential equilization (poag) connector. There was an error in the dates of occurrence and date of report in initial report. This is a correction.

Event description:
During turp surgery screen 1 turned off/blacked out. Surgeon unable to see - had to pause surgery while waiting for screen 2 to be placed in position before continuing. Nursing team turned screen 1 on and off to reset, screen 1 went back to image. Screen 2 also turned off/went black so screen 1 repositioned for surgeon again to use.